Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 27, 2020.

Manufacturer narrative:
This report is submitted on february 21, 2020.

Event description:
Per the clinic, the device was explanted (on an unknown date) because the electrode was sitting in the vestibulum.